Manufacturer narrative:
Manufacturers ref#: (B)(4). E1) phone number: (B)(6). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: two celect inferior vena cava (ivc) filter retrieval cases in the hospital resulted in failure and complications after an indwelling time of two weeks.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: failure and complications during retrieval of a celect-pt filter two weeks after placement. No additional information could be obtained nor as to patient outcome, thus assuming the filter was successfully retrieved. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence to the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are filter tilt or difficulties in catching the filter hook/collapsing the filter. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.